Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myosure tissue resection using the fluent fluid management system the tissue trap canister overflowed and opened causing the tissue to spread across the floor. The tissue was collected and sent to pathology. "The physician decided to also do a d&c and sent that specimen as well".